Manufacturer narrative:
The device was returned and investigated. The reported clip open during establishing final arm angle/efaa could not be confirmed via returned device analysis. The discrepancy between what was reported (clip open ¿ efaa) and what was observed (clip remained locked, held final arm angle) is likely due to a combination of varying amounts of tension felt by the device during use versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported unintended movement-clip open efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed final arm angle. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4+. The first clip was implanted without issue. To further reduce mr, a second clip was advanced to the mitral valve and the clip was placed. However, the final arm angle (efaa) failed. The clip was not implanted and was replaced. A total of two clips were implanted, reducing mr to 2+. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.